Manufacturer narrative:
(B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified in the mid body of the balloon. A visual and microscopic examination identified no issues with the markerbands that may have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body.